Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer stated that a new battery was inserted, and all 4 arrows on the left side never showed full when the insulin should show full. The customer observed a black circle on the display, which was indicative that the insulin pump was not delivering insulin. The customer was walked through the prime process and review of the alarm history. The customer noted bad battery and weak battery alarms in the history. The customer declined troubleshooting assistance, stating that she would like to just monitor the insulin pump. The customer did not know the blood glucose reading.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.